Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17316848l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: c3 external reference patch, model #: d-1283-02, lot #: ll009318. Navistar rmt thermocool, model #: d-1266-01-s, lot #: 17296016m. Webster 10 pole, model #: d-1079-230-s, lot #: 17270149m. (B)(4).

Event description:
It was reported that a patient underwent an pulmonary vein isolation (pvi) redo procedure with a c3 navigational variable lasso catheter and suffered a thrombosis. The patient's medical history is unknown. The patient was under general anesthesia with catheters inside the left atrium (transseptal access). The ablation had already been performed when the physician detected what he thought would be a clot attached to the end of the c3 navigational variable lasso catheter with the intracardiac echocardiography (ice) catheter. Additional heparin was given and after 20 minutes the c3 navigational variable lasso catheter was pulled back while aspirating from the sheath with two syringes. The sheath and the catheter were both pulled back inside the right atrium and then out the body. The neurology department was informed in advance to this, so a neurologist was present and checked the patient's ability to move his limbs when he woke up. No abnormalities were detected. Most of the pulmonary veins and back wall were isolated. There was a 40 minute delay in the procedure. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the catheters were inside the left atrium when the physician detected what he thought would be a clot attached to the end of the c3 navigational variable lasso catheter, this is considered a serious injury to be reported under the c3 navigational variable lasso catheter.